Event description:
The customer was hospitalized for low bgs. It was mentioned that the customer has a cold. Troubleshooting was performed. The programming and histories on the pump were accurate. The reservoir was placed correctly. Suggested that the customer call the doctor to discuss possible causes of low bg.